Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation with a 3.50 x12, a 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, while trying to insert the device into the lesion, the balloon burst to severe calcification. The device was safely removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.50mm x 12mm catheter was returned for analysis. Visual, tactile, microscopic and leakage testing analysis were performed on the device. A visual examination of the balloon identified no damages. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No kinks or damages identified in shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. No issues were found with the balloon when inflating to rated burst pressure of 20 atmospheres. The encore device was verified before and after use using the druck gauge. A microscopic examination of the proximal and distal markerbands identified no damage. Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation with a 3.50 x12, a 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, while trying to insert the device into the lesion, the balloon burst to severe calcification. The device was safely removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post-procedure.